Event description:
The issue involves the pharmnet custom medication administration record (mar) used within the millennium pharmnet system. The issue only occurs with multi-ingredient orders. The dose of every ingredient in a multi-ingredient order (except the first) is causing the administration times to be deleted that are in the same row as the dose. This is happening because the dose field is 45 characters long, and is overlapping into the administration columns. This also only occurs if the administration times exceed the number of mar shift columns. For example, if there is a multi-ingredient order (with two ingredients) with a tid (three times per day) frequency, and the mar has three shift columns, all administration times will print correctly. If the client defines the mar with only two shift columns, the times that would appear first in the administration sequence would print correctly. Then, the time that would appear in the second row would be deleted. Cerner has not been made aware of any adverse patient care events that resulted from this issue.